Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. Boston scientific technical services (ts) explained to the boston scientific representative that the device sensing is in the unipolar configuration which can result in possible oversensing and pacing inhibition. Ts discussed that it is a decision for the clinic to make with regards to the timeframe to replace the device. However, ts indicated the device should be replaced soon as the patient was previously receiving atrial pacing therapy 67% of the time and receiving ventricular pacing therapy 1% of the time but in safety mode, the device is in a ventricular-only pacing and sensing mode at a higher pacing rate. The device was subsequently explanted and replaced sixteen days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.